Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen has small dead spots. Calibration passes but does not resolve the issue. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer that he could replace the touchscreen and if that does not resolve it, replace the ui pcb. Also advised that he could replace the entire ui as the unit has 21,000 hours and advised that if he does the software would need updated to 2.30. The rse provided part ids.

Manufacturer narrative:
G4:30apr2021. B4:30apr2021. H11: the customer replaced the touchscreen to resolve reported problem. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13mar2021. B4:21mar2021. The customer informed that the issue was discovered during testing, and the reported issue was traced to incorrect settings. The root cause is traced to the user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.